Manufacturer narrative:
It was not reported whether a patient was involved in the incident. No patient information was provided in regards to age, sex, weight, ethnicity, and race. Date of event is approximated based on the information provided. No information was provided in regards to catalog number and serial number, therefore device manufacturing date could not be determined. No injuries or medical intervention was reported. The product has been identified as an affected product in an ongoing class ii recall; therefore no further evaluation is necessary.

Event description:
A complainant called to report the buchanan plugger recall issue with the elements obturation unit. It was not reported whether a patient was involved or not.